Manufacturer narrative:
The customer's meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Test strip retention samples passed the internal inspection. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The occupation is lay user/patient. This event occurred in (B)(6). UDI number: (B)(4).

Event description:
It was informed that a patient received discrepant inr results when testing with coaguchek xs meter serial number (B)(4). At 10:45, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 2.4 inr. At 10:47, a sample from the patient was tested using the meter, resulting with a value of 1.9 inr.